Event description:
It was reported by the customer that while operating on the scene of a pt, the crew began to render care, which included evaluating the pts ECG. The crew was able to obtain a 3-lead ECG with a device; however, the screen reportedly went blank when the crew connected the 12-lead cable. The crew then attempted to troubleshoot the problem by confirming proper placement of the electrodes and reattaching the 12-lead cable; however, they were still unable to view a 12-lead ECG on the screen. A back-up advanced life support crew was requested. Another crew was assigned and promptly arrived at the scene to take over pt care. The pt was transported to the hospital without further incident. There was no adverse effect on pt care due to the reported failure.

Manufacturer narrative:
Physio-control field service representative went to the customer site and received a report that the device powered itself off, instead of the screen going blank as initially reported. The device was evaluated; however, the reported failure was not verified, nor duplicated. It was also observed that there was no noticeable damage of the device. A performance inspection procedure (pip), as outlined in product literature, was performed on the device. Proper device operation was observed and the device was returned to the customer for use. The root cause of the reported failure could not be determined.